Event description:
It was rerpoted that the customer received a button error on the insulin pump and the buttons were not working. Customer's blood glucose was 10.2 mmol/l, which he treated manually. No significant events leading to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. There was no button response, due to moisture damage noted on keypad traces.the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a scratched reservoir window and a cracked case near display window corners, which were all noted during visual inspection.